Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a right salpingectomy and hemoperitoneum procedure, the device jaws jammed after application to tissue. Tissue resection was performed to remove the device.

Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received for evaluation. Inspection of the returned device confirmed that tissue was caked within the jaws, causing it to be difficult to open. After the tissue was removed, the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results and a visual seal effect without sticking was observed. The cause of this issue is attributed to be user error with maintenance of the device during use. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.